Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. A new cartridge was loaded to address the first alarm, and insulin delivery was resumed. To address the second alarm, the customer cleaned the speaker holes and cleared the alarm. There was no reported adverse impact to the customer's blood glucose level.